Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent undersensing was observed on the right ventricular channel of the implantable cardiac monitor, the patient was asymptomatic. On (B)(6) 2018, programming modifications were performed.